Manufacturer narrative:
A ge rep evaluated the system and reseated the cine bridge circuit board. System operates as intended.

Event description:
The customer reported the system does not complete boot up and displays a "cine disk not available" message. No pt injury was reported.